Event description:
It was reported that the stimulation was helping, but the patient thought it could be better. The patient originally started at 1.5v, but it was not working so they had to go higher. The patient¿s current setting was at 6.0v on program 4. The patient wanted to increase and tried changing to programs 3 and 2 and both programs had a 6.0v upper limit. The patient decided they liked and wanted to try program 2. The patient increased to 5.1v and they could feel it in their rectum initially and it calmed down and they wanted to stay on program 2. The patient did not have a current managing health care provider (hcp). It was further reported that the patient did not have concerns with their device or therapy and received assistance from their hcp or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09gyf, implanted: (B)(6) 2013, product type: lead. Product ID: neu_pt m_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).